Manufacturer narrative:
The product type could not be confirmed because the lot number could not be confirmed. Device 18 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user found 2 boxes with starter hole off centered so it was difficult to apply/adhere. The product was used on patient and there was no harm reported. No photo is available at this time.